Event description:
Dislocated total left hip. Surgeon replaced femoral stem, femoral head and mdm poly insert. The poly head came out of the metal cup liner. Surgeon chose to remove and replace stem to give him the ability to shorten the overall stem/neck/ head length.

Manufacturer narrative:
An event regarding dislocation involving a securfit stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. 'Please provide details as to why the surgeon decided to revise the femoral stem: "surgeon chose to remove and replace stem to give him the ability to shorten the overall stem/neck/ head length"'. The event was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned.